Manufacturer narrative:
Conclusion: the return sample had about a 1" tear in the film next to the perimeter weld on the front side at the bottom left above the radius. The cause of the tear could not be identified.

Event description:
International affiliate reported that the reservoir tore 3 days following initial use of the device. There were no adverse consequences to the patient.